Manufacturer narrative:
The device was received fully deployed with the needle completely retracted. The pink slide insert was observed in the viewing window of the top housing. The bottom housing and e-seal were inspected for damages and found no issues. The downloaded data shows that the pod completed the priming sequences and ran up to 786 pulses before being deactivated. Inspection of the needle mechanism found no damages or defects that could contribute to a needle mechanism failure. The needle mechanism was manually reset into its loaded position using the lock-and-load fixture. Manual rotation of the ratchet gear successfully deployed the needle as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 1 and 4 hours on the leg. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, manual injection was administered of 2 units of insulin.